Event description:
Duopa (carbidopa/levodopa suspension). Patient admitted to the hospital with dislodged gastric tube and pump alarming. Gastric tube had been withdrawn 18 inches causing pump to fail. Lack of information on conversion back to oral formulation caused confusion and delay in replacing with oral carbidoa/levodopa while gastric tube was repositioned. Is therapy still on-going? Yes. Diagnosis for use: parkinson's. FDA safety report ID # (B)(4).